Manufacturer narrative:
Quality controls recovered within range on (B)(6) 2019 and (B)(6) 2019. The investigation could not identify a product problem. The cause of the event could not be determined.

Manufacturer narrative:
This event occurred in (B)(6). Medwatch field phone number was provided as (B)(6). (B)(4).

Event description:
The initial reporter stated they received discrepant results for two sample from the same patient tested with the elecsys toxo igg immunoassay on a cobas 8000 e 602 module. The results from these samples did not agree with results generated on competitor instruments and did not agree with the patient's clinical status. Refer to the attachment for all patient data. Values highlighted in yellow are discrepant. The serial number of the customer's e 602 analyzer is (B)(4).